Manufacturer narrative:
The reported event of unknown surgery was not confirmed. As received, the penta lead segments did not exhibit any internal broken wires when verified visually and electrically. The cut lead is consistent with damage caused during the explant procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.